Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the revision surgery two screws broke during the final tightening. The surgery was finished with substitute screws. The surgery was a planned explantation of a broken philos plate and failure to heal and delayed union. The patient experienced sudden pain in the left upper arm during rotational movements. Radiological investigation showed the plate had broken and an apparent delayed union. The patient was taken in for a revision procedure. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: two screwheads from a spongiosa screw were sent back for investigation. The screws are broken off between the screwhead and the shaft. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous surface what indicates material conformity. Based on the received information we can not determine the exact root cause. We can only assume, that a mechanical overload situation during the tensioning of the screws could lead to the breakage. The screws were distributed worldwide and we are not aware of any other similar complaints with the lot/ article combination. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unanticipated x-rays. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional patient and event clarification and information were received in an operation record. The revision surgery pre-operative diagnosis stated the following: ¿plate fracture on the proximal humerus the left following revision of pseudarthrosis with tricortical graft and internal fixation with further failure to heal and delayed union.¿ the revision surgery included the following: ¿removal of the philos plate, partial resection of the proximal humerus, shortening osteotomy, compression double-plate fixation with philos plate and 7-hole narrow limited contact ¿ dynamic compression plate (lc-dcp), cancellous bone graft and insertion of genta-coll pad.¿ during the surgery, it was further stated in the report that ¿a long philos plate was now shortened at the distal end by two holes and inserted proximally through the same holes on the humeral shaft. The initially inserted lag screw produced good purchase. The upper part of the plate was fixed with corresponding angular stable bolts. The plate was held in plate temporarily at the distal end with a screw.¿ ¿two synthes cancellous bone screws were used to distalize the plate in the lower angle of the elongated hole in the classical dcp technique and apply compression to the osteotomy. When the two screws were being tightened by hand, the heads sheared off.¿ the two heads were retrieved. The report does not state that the screw shafts were retrieved. Cortex screws were then used in other elongated holes. A review of two postoperative x-rays dated (B)(6) 2014, was performed by the synthes medical director. The review stated, ¿these x-rays are very poor quality. There does appear to be 2 screws in the images that are not connected to the plate ¿ which may confirm that they were broken during insertion.¿ this follow-up report #2 is 1 of 3 for (B)(4).